Event description:
It was reported that during the install of the a2006 skull clamp on (B)(6) female patient the screw was broken. A stabilization hws was the procedure being performed. The incident did not cause any injury to the patient. The surgery time was increased by 30 minutes due to this problem with no adverse consequences to the patient. Disposable titanium pins from doro were utilized and the procedure was completed.

Manufacturer narrative:
Integra has completed their internal investigation on 13 apr 2016. The investigation included: methods: evaluation of actual device. Review of complaint history. Results: DHR review can not be performed as 3139 is not an integra lot number. Evaluation of device: it was observed that the plunger mechanism is broken, the cause of broken plunger mechanism cannot be determined. No trend has been identified. Conclusion: root cause cannot be determined.